Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased capture threshold was noted. No surgical intervention was performed, the physician reprogrammed the device and decided to monitor the patient. The patient's condition is fine.